Event description:
Customer reports testing 305mg/dl and taking 8 units of fast actiong insulin (type not provided). Customer states that 3 hours later, he received a result of 75mg/dl and was incoherent. Since he was unable to self treat, his wife gave him glucose tablets and he felt better. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.